Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had t wave over-sensing. The lead was reprogrammed and remains in use. It was further reported that the right atrial (ra) lead was over sensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.